Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they experienced hyperglycemia and a no delivery alarm. The customer blood glucose level was 420 mg/dl and gave shots. Customer reports alarm occurred during manual prime. Troubleshooting for high blood glucose level was declined. The device will be returned for analysis.